Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® k2e (edta) 7.2mg tubes had misshaped hemogard closures. The plastic cap was missing a piece of the closure. This defect was observed before and during use of the tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary - bd received one photo for investigation. The evaluation of the photo indicated that the cap on the tube had been damaged. Upon visual inspection of 100 retained samples, no damaged caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged cap. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® k2e (edta) 7.2mg tubes had misshaped hemogard closures. The plastic cap was missing a piece of the closure. This defect was observed before and during use of the tubes. There was no health impact or consequence reported.